Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advance age, obliterated sov, severe septal hypertrophy) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, a 26mm sapien xt valve was deployed with 1.5ml less than nominal volume. Following the long rapid ventricular pacing (rvp), ventricular fibrillation (vf) developed and electrical defibrillation and cardiac massage were performed. Post dilation of the valve was performed with nominal plus 1.5ml of volume. Aortic regurgitation (ar) was reduced to trivial-mild with ¿smooth¿ blood pressure (bp) recovery. Following the withdrawal of the ascendra+ sheath, the bp became unstable and bleeding in the pericardium increased. Tee showed a growing hematoma in the annulus at the non-coronary cusp (ncc) side. The chest was opened and the bleeding point at the commissure between the ncc and right coronary cusp (rcc) was visually confirmed. Manual compression was performed, but was ineffective. The procedure was converted to on-pump surgical aortic valve replacement (avr). The annular tear was found to be extending from the ncc-rcc commissure to the left ventricular outflow tract (lvot). Following annular repair with a bovine pericardial patch, a prosthetic aortic valve was implanted. Post avr, the patient was not able to be weaned off of the cardiopulmonary bypass (cpb) and developed disseminated intravascular coagulation (dic). The dic was perceived to be ¿unsavable¿. Cpb was switched to percutaneous cardiopulmonary support (pcps). The patient was transferred from the or with an open chest protected by draping. The patient passed away during the day post procedure. The direct cause of death was reported to be dic. The native annular diameter measured 26.0mm x 22.5mm by CT, valve area of 436mm2. Mild valvular calcification and no aortic root calcification was reported.